Event description:
Pt reported inaccuracy with surestep meter. Pt's surestep meter was compared to a healthcare professional meter, of unknown brand, side by side. The surestep meter gave a reading of 364mg/dl, while that of the healthcare professional gave a reading of 231mg/dl. No symptoms were reported. The pt requested (and was sent) a replacement meter. There was no allegation of harm.